Event description:
It was reported that the right ventricular lead exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.final analysis found the inner insulation was abraded at 13.1 cm to 13.2 cm from connector pin. This likely contributed to the reported noise.